Manufacturer narrative:
Visual inspections were performed on the returned device. The reported failure to deploy the suture was confirmed as a needle to cuff miss. In addition, the analysis of the returned device found a posterior foot break. The location of the foot is unknown. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
A posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 7fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, when the plunger was pulled removed, the entire suture was pulled out of the patient anatomy. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.